Event description:
It was initially reported that during a low anterior resection procedure, the distal staple line opened up when inserting the bowel sizer. As a result of the problem, a colostomy was performed. The surgeon commented that no staples could be felt at distal site. The problem occurred on the second firing of device. Additional information is not available at this time. Customer will not release product. Additional information received on 5/24/2010: first firing of the cs40g was a ¿test¿ on the specimen to be extracted, and it looked fine. Device was reloaded with green for the actual resection. Surgeon typically uses green cartridge. The proximal resection line was done with a tlc75. After the contour was fired, the surgical tech inserted the 25mm sizer under guidance from the surgeon. The tech did not recall feeling any resistance and surgeon saw sizer in the abdomen. The surgeon tried to feel for staples, but did not feeling anything. Patient had no history of chemotherapy or radiation. Very narrow area. Could not see patient side of firing. Firing was very low. Estimated to be 3-4 cm above the dentate line. After firing, specimen side had good staple formation. Patient side could not be seen. Proctoscope not used to inspect the staple line. Patient did receive a permanent colostomy. The device was fired with another cartridge after the event, and fired fine.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the first mesh leg was placed successfully. As the physician was passing the second mesh leg through the sacrospinous ligament, the dilator started to shred, bunch-up, and finally detached half-way up the dilator where the hemostats were positioned, outside the patient. The physician used another uphold vaginal support system to complete the procedure, without complications to the patient, who is reportedly 'fine' post-procedure.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Customer will not release the complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Method: scanning electron microscope with a energy dispersive x-ray spectrometer (sem/edx). Results: evidence of ti present a spent cartridge and a device loaded with a spent cartridge were delivered in a sealed box. Images of the device and cartridge were taken with a digital camera. The cartridge was removed from the device and both of the cartridges were then examined using an optical microscope. Images of the cartridges were then taken using the microscope. The cartridges were disassembled into the individual components so that a closer examination could take place. It was determined that titanium from the staples were detected in all of the 46 pockets of the cartridge analyzed and concluded that staples were present in the cartridge and were fired during the surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). An on-site analysis was completed and the results showed that the device was in good visual conditions and loaded with a cartridge reload with (B)(4). In addition, an unloaded cartridge (a second cartridge) with (B)(4) was reviewed. The reloads were noted to be fully fired, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that during the assembly process, all cartridge reloads are inspected 100% for staple presence by an automated vision system. In addition, (B)(4) the devices are visually inspected based on a statistically validated sample size. Based on the available information and this analysis, a device non conformance could not be identified at this time. A batch record review was performed for the device and cartridge batch numbers and no anomalies were found during the manufacturing process.